Event description:
It was reported that the device was used during a diagnostic laparoscopy. It was reported by the rep that the (2) 511o's tore in the gasket during the case resulting in a pneumo leak.. The trocars were discarded. There was no consequence to the patient.